Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2002. (B)(4).

Event description:
An implantable pulse generator (ipg) system was returned from an unknown source with no information. Information identified in the manufacturer's database indicated the patient died approximately 11 months post implant of the ipg system. A cause of death was requested and not received.

Manufacturer narrative:
Product event summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that through visual summary that there was apparent explant damage.

Manufacturer narrative:
Corrected information: no eval explain code.